Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6) 2005. As reported by the patient's attorney, the patient underwent a revision procedure on (B)(6) 2017. And additional sling (advantage) was implanted due to stress urinary incontinence and cystocele. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted during two different procedures. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6), 2005. As reported by the patient's attorney, the patient underwent a revision procedure on (B)(6), 2017. An additional sling (advantage) was implanted due to stress urinary incontinence and cystocele. Boston scientific has been unable to obtain additional information regarding the event to date. ***additional information received on (B)(6), 2020*** patient experienced the following injuries as a result of the implantation of the pelvic mesh product: pain, erosion, infection and mesh removal.

Manufacturer narrative:
Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6). Block h2: b5 (additional information), e1 (initial reporter first and last name, initial reporter facility name and address, initial reporter phone and additional contact (health care facility and physician)), h6 (patient codes). Block h6: patient codes 1750, 1994, 1930 and 3191 capture the reportable events of erosion, pain, infection and surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.